Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump was received with a partially broken battery tube threads and a cracked case behind the pump near the battery tube compartment. The test p-cap locks properly into the reservoir compartment; however, a cracked retainer and a retainer knit line damage were noted during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a serial number label missing. Cosmetic damage was confirmed at the back of the pump during analysis. Retainer ring damage (a cracked retainer and a retainer knit line damage) was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump was broken. The customer reported no adverse event. The event involved product(s) mmt-1810. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether the customer will discontinue the use of the device. Mmt-1810 was requested, and the customer response was the device will be returned.